Event description:
The patient had exceptionally friable heart tissue noted during initial implant procedure and was supported with both rvad and ECMO for several weeks. On (B)(6) 2021, 14 days postop, the patient remained with hepatic dysfunction related to elevated liver function tests (lfts), postop t-bilirubin and aspartate aminotransferase (ast) were three times the upper limit. The patient remained in the ICU intubated and on rvad and ECMO for treatment of underlying causes of cardiogenic shock. Dialysis was initiated on (B)(6) 2021. On (B)(6) 2021 the patient experienced a psychiatric episode of anxiety with depression. The patient felt withdrawn and depressed and was very anxious given multiple postop complications with prolonged recovery. They were struggling with the ability to tolerate tracheostomy collar trials and extubation from the vent. Psychiatry evaluation consult followed. Trazodone was started on (B)(6) 2021 and remeron started on (B)(6) 2021 focusing on sleep hygiene. The patient remained in the ICU and received dialysis three times a week. Cardiac arrhythmias have been noted since (B)(6) 2021 and the patient was converted to oral amiodarone maintenance. The patient remained on/off empiric broad spectrum antibacterial IV antibiotics since (B)(6) 2021. IV inotropes were stopped on (B)(6) 2021. As of (B)(6) 2021 sputum cultures for cdiff, mrsa were all negative. The ng tube was removed on (B)(6) 2021 and patient¿s diet was advanced. On (B)(6) 2021 the patient underwent a partial amputation due to poor peripheral circulation-necrosis. The patient has 5 fingers on their left hand and 4 fingers on their right hand removed. On (B)(6) 2021, the hd catheter was removed since patient was making their own urine.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. According to the account, the low flow events were caused by hypovolemia. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The submitted controller event log file captured transient low flow alarms on (B)(6) 2021 and (B)(6) 2021. Of note, pulsatility index (pi) values were elevated during the observed low flow events. The file was otherwise unremarkable, and the system appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists right heart failure, bleeding, cardiac arrhythmia, peripheral thromboembolism, hemolysis, infection, renal dysfunction, hepatic dysfunction, respiratory failure, neurological dysfunction, and psychiatric episode as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ lists hypovolemia, arrhythmia, neurological dysfunction, and thromboembolism as potential late postimplant complications. Section 6 (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump". Section 6 ¿(under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
On (B)(6) 2021, 48 hours post hm3 implant, the patient became thrombocytopenic, received ffp (fresh frozen plasma) and platelets. There was an intraoperative estimated blood loss of 3320 mls. On (B)(6) 2021 the patient developed renal dysfunction and a post op aka. The acute kidney injury (aki) was related to ischemic acute tubular necrosis from cardiogenic shock. Creatinine levels rose from .88 miligrams per deciliter (mg/dl) to .85 mg/dl to 2.93 mg/dl. The patient was also felt to have acute toxic/ metabolic encephalopathy. On (B)(6) 2021 the patient¿s ldh was elevated and thrombus was found in the oxygenator. The rvad speed was decreased and bivalirudin was started instead of heparin. Pf4 (platelet factor 4) was negative for heparin-induced thrombocytopenia (hit). The patient had a 50 second run of supraventricular tachycardia, a singular aicd (automated implantable cardioverter defibrillator) shock, and lidocaine IV drip started. There was also loss of pulse in fingers, ashen in color, doppler ultrasound revealed patent arteries but calcifications in ulnar and radial arteries; there was limited visualization due to bandages and ECMO lines. The patient¿s fingers bilaterally had necrotic dark fingers, cool to touch. Demarcate extended on arms and wrists bilaterally feet with black toes. The patient also remained on/off inotropes; was stopped day 7 postop but restarted (B)(6) 2021 and remained on rvad. On (B)(6) 2021 ultrasound doppler in left upper extremities confirmed radial artery thrombosed. Fever curve 38.8 on/off to 38.2 through to (B)(6) 2021, patient remained on/off empiric intravenous (IV) antibiotic cultures with no growth as of (B)(6) 2021. On (B)(6) 2021 infectious disease service was consulted for management and recommendations as no clear source has been identified. Chest computed tomography scans (CT¿s) improving and abdominal CT negative for ischemia. On (B)(6) 2021 the rvad/ECMO was successfully removed due to cannula thrombosis. The patient remained off of IV antibiotics since (B)(6) 2021 but is on IV inotropes in the ICU. Patient is not on anticoagulants due to bleeding risks from being thrombocytopenic, risk and active bleeding (both gi and vaginally), currently monitoring circulation. The patient was actively bleeding and was waiting clinical stability and possible plastic surgery consult. The patient was in respiratory failure but was eventually extubated, the renal failure required dialysis. The patient developed pressor induced necrosis of a large portion of right foot and the distal portion of her left foot. The patient will require a right-sided below the knee amputation and a left-sided transmetatarsal amputation when able, also had extensive gangrenous changes involving the digits of both hands and will require amputation. These surgeries will be planned eventually. The cause of the neuromuscular dysfunction was cardiogenic shock, multisystem organ failure postop and acute toxic / metabolic encephalopathy. Patient remained unstable in the intensive care unit. Manufacturer report reference number: 3003306248-2021-04045.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
On (B)(6) 2021 it was reported that during initial hm3 (heartmate 3) implant, the patient required placement of protek duo rvad (right ventricular assist device) and ECMO (extracorporeal membrane oxygenation). The patient remained in the operating room during original implant and on bypass for 233 minutes. There was a lung resection done for chest bleed. On (B)(6) 2021 it was reported that the patient had an intraoperative complication of bleeding which required 10 units of prbcs (packed red blood cells). Patient's chest remained open with plans for rtor (returning to operating room). There was a postop ileus, an ng (nasogastric) tube was placed, and remained nothing by mouth. The patient developed respiratory compromise 48 hours post-operative hm3 implant and underwent a bronchoscopy where a large mucous plug was removed. The patient remained intubated. On (B)(6) 2021 the patient developed neurologic dysfunction (neuromuscular dysfunction) and remained intubated postoperatively day 4 in the ICU (intensive care unit). Patient was not withdrawing with pain; decreased sedation, and head CT (compute tomography) showed no acute changes. There were also changes to medication, cardioversion where the patient developed post-operative new atrial fibrillation with rapid ventricular response cardioverted. Intravenous (IV) amiodarone started. Renal dysfunction was also detected and inotrope dose decreased and switched to IV bumex preoperatively. On (B)(6) 2021 IV heparin was changed to bivalirubin, respiratory failure remained and unable to be extubated. Blood lactate dehydrogenase increased; and leukocytosis with fever developed. Patient remained on empiric IV antibiotic cultures with no growth. The patient had poor peripheral circulation with evidence of distal extremity ischemia (fingers - extending to hands, all toes extending to plantar surface and heals bilaterally). On (B)(6) 2021 patient had a run of ventricular tachycardia. On (B)(6) 2021 coffee ground ng output tube feeds held. No melena or hematochezia. Kub (kidney, ureter and bladder) image was negative. On (B)(6) 2021 patient underwent a esophagogastroduodenoscopy (egd) revealing a 7mm stomach ulcer and esophagitis. Aspirin was held. On (B)(6) 2021 there were intermittent low flow alarms and the patient received IV plasmalyte and albumin 25% as fluid resuscitation. Possible hypovolemia could have resulted in the low flow alarms. Log file review revealed low flow events on (B)(6) 2021 but were not long enough to trigger a low flow alarm and occur at times when the pulsatility index was elevated which does not seem to be an equipment related issue. The low flow alarms resolved. On (B)(6) 2021 the patient developed ileus, required total parenteral nutrition (tpn) for bowel rest, and had a single automatic implantable cardioverter defibrillators (aicd) shock sinus tachycardia to normal sinus rhythm. A tracheostomy tube was placed.